Manufacturer narrative:
The device functioned within specification when the device was evaluated. The printed circuit board assembly was replaced as preventative maintenance.

Event description:
The customer reported that the tourniquet deflated during the case when the device was repositioned. The procedure was completed successfully using back-up equipment, with no delay, no medical intervention, and no adverse consequences.

Event description:
The customer reported that the tourniquet deflated during the case when the device was repositioned. The procedure was completed successfully using back-up equipment, with no delay, no medical intervention, and no adverse consequences.